Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (part number: 470184-13, lot number: n10200420-0020) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was used for 28 minutes and 30 seconds. The instrument had 2 uses remaining out of 10 maximum tool uses. The permanent cautery hook instrument is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is reportable due to the following: it was reported that after a da vinci-assisted unspecified gynecology surgical procedure, the customer noted a broken cable on the permanent cautery spatula instrument. The permanent cautery spatula instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal end. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted gynecology surgical procedure, the customer noted a broken cable on the permanent cautery spatula instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that during the last usage of the instrument there was no fragment that fell inside the patient and the procedure was completed robotically with no injury to the patient.